Manufacturer narrative:
The investigation for the reported access site bleeding and limb ischemia issues has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the access site bleeding was high patient act values. The root cause of the limb ischemia was most likely the condition/size of the patient vessel. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced a hematoma and developed limb ischemia. The hematoma formation site was on the inguinal side of the insertion site of impella, and the bleeding could be visually confirmed. The limb ischemia was reported due to the impella was inserted into the lower limb on the impella insertion side, the relevance to the ischemia could not be ruled out. While on support, the expired, the cause of death was circulatory failure, or rather chronic heart failure, and there was no causal relationship with impella or any trouble during operation. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.